Event description:
It was reported that the physician was performing a sling procedure using the "u" approach. While inserting the device in the patient's right side, there was no problem, but when physician released the wire on left side and tried to wiggle device out, the entire tape came out. The physician used a new device and continued the case by converting to the "hammock" approach.

Manufacturer narrative:
(B)(4). Results - inconclusive - two inserters and one piece of mesh returned. Visual inspection did not show evidence that the product did not met specification. As the device was used, no functional tests could be performed. Conclusion - no conclusion can be draw at this time. Should additional information be obtained, a supplemental 3500a form will be submitted.